Event description:
It was reported that the patient saw their doctor a day prior to the report for their follow-up report. A manufacturer representative was there and programmed the adaptive stimulation feature. The patient had not made many changes to their stimulation because they were comfortable with how they had been using it. The patient had an overstimulation sensation. The patient was gardening the day prior to the report and everything was fine until the evening. When the patient was bending over their sink the stimulation started to fluctuate and it was so uncomfortable that they had difficulty getting to their bedroom to use their programmer to adjust. The stimulation kept fluctuating during the evening and they had difficulty sleeping so they finally turned the stimulation off at 4 on the morning of the report so they could get a couple of hours of sleep. The patient used their stimulation 24/7 and hadn¿t had any experience like this until the adaptive stimulation was programmed. The patient had adjusted their setting but the stimulation kept fluctuating on its own. The patient was not aware that there was a process for adjusting the adaptive stimulation. Adaptive stimulation was on, the batteries were full on the programmer and the patient was on group c, upright at 6.30v. The device fluctuated itself all the way past their settings however the patient did not know what the settings were setto for each adaptive stimulation posture. The patient turned off their adaptive stimulation for group c and said they didn¿t have it for any other groups. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).